Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that the valves of the ffm airfit f20 are defective which resulted in the patient reporting symptoms suggestive of hypoxia and hypercarbia. There was no patient harm or serious injury reported as a result of this incident.